Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice pro experienced an accuracy issue during peritoneal dialysis therapy. This event occurred during use while the patient was connected. The patient stated the display showed their drain volume as 3500ml; however the drain bag was empty. The technical service representative (tsr) had the patient check the drain line and bag for leaks, the patient advised there was no sign of a leak. The patient stated they could feel fluid in their body. The tsr reviewed the programing; the patient¿s fill volume equaled 2000ml. The tsr had the patient press go; the patient advised their drain volume was increasing and the drain bag was filling. The tsr initiated a swap of the device due to the erroneous drain volume reading on the display. The patient stated they would retain their procard for future programing. The tsr discussed the use of continuous ambulatory peritoneal dialysis until the new machine arrived. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received by baxter, and an evaluation is complete. An external/internal inspection was performed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device passed the electrical rite testing and functional rite testing. The device met specification for the reported condition. The sample analysis was performed and there was no device malfunction found that could have caused or contributed to the reported problem. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.